Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by a consumer that though their interstim worked ¿great¿ they had it removed due to the placement. The patient did note they were going to have it done again. There were no further complications reported/anticipated.